Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was recharging more than expected and the ins was depleted more rapidly then before he was "tased" by police. The pt had an appointment with hcp to troubleshoot. Add'l info has been requested, but was not available as of the date of this report.